Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed an 'active exhalation proport valve open' test. The service technician states that the active exhalation control module (aecm) valve needs to be replaced to resolve the issue. A repair estimate is awaiting customer approval in order to proceed with the repair. Additionally, the feet, porting block, power cord clamp, based enclosure, and enclosure gasket were replaced.